Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 1100518422. Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected and leak tested. Microscopic examination revealed contamination (bodily fluid) within the ms pump. Due to this contamination, fluid was unable to flow properly into and out of the internal ms pump system during the leak test. The first cylinder was visually inspected, leak tested, and pressure tested. Visual inspection showed that the outer tube had a hole located in the middle portion of the cylinder, consistent with damage caused by a sharp instrument. Despite this damage, the first cylinder passed both the leak and pressure tests. The second cylinder was visually inspected, leak tested, and pressure tested. Visual inspection revealed holes in the outer tube in the middle portion of the cylinder, also consistent with sharp instrument damage. The second cylinder passed both the leak and pressure tests. The reservoir was visually inspected and passed the evaluation. No damage or abnormalities were observed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid leak and hole/perforate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device related problem. The allegations of a hole/perforation and fluid leakage could not be confirmed. Additionally, to avoid damaging the test equipment, the contaminated ms pump was not functionally tested. Therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed, during which fluid loss was confirmed at the mid-cylinder area, due to a hole. The ipp was replaced, and no patient complications were reported.

Manufacturer narrative:
Correction to field e1 initial reporter phone. Model number/catalog number: 72404156.serial number: n/a.batch/lot number: 1100518422.model/catalog description: reservoir 100 ml pc/iz.unique identifier (UDI) #: (B)(4).upon receipt at the quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected and leak tested. Microscopic examination revealed contamination (bodily fluid) within the ms pump. Due to this contamination, fluid was unable to flow properly into and out of the internal ms pump system during the leak test. The first cylinder was visually inspected, leak tested, and pressure tested. Visual inspection showed that the outer tube had a hole located in the middle portion of the cylinder, consistent with damage caused by a sharp instrument. Despite this damage, the first cylinder passed both the leak and pressure tests. The second cylinder was visually inspected, leak tested, and pressure tested. Visual inspection revealed holes in the outer tube in the middle portion of the cylinder, also consistent with sharp instrument damage. The second cylinder passed both the leak and pressure tests. The reservoir was visually inspected and passed the evaluation. No damage or abnormalities were observed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fluid leak and hole/perforate was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the allegations of a hole/perforation and fluid leakage could not be confirmed. Additionally, to avoid damaging the test equipment, the contaminated ms pump was not functionally tested. Therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed, during which fluid loss was confirmed at the mid-cylinder area, due to a hole. The ipp was replaced, and no patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited fluid loss. A surgical procedure was performed, during which fluid loss was confirmed at the mid-cylinder area, due to a hole. The ipp was replaced, and no patient complications were reported.